Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one detached needle and one labeled winding former with a suture outside its packaging that pertained to the product code j947. During the visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was found. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. The returned product determined that it was received; ten unopened samples that pertained to the product code j947. To evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the procedure. - please provide the lot number. - please clarify how many devices will return. It was reported that "during an unknown procedure and unknown number of cases, the suture braid was falling out of the needle". - please clarify how many devices were involved on this single procedure. If there are multiple patient events: - please provide the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide information requested above for each patient event. - what are the procedure name(s) and date(s)? - what is the quantity involved per procedure. - was there any adverse patient consequence(s) or subsequent medical/surgical intervention?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture braid was falling out of the needle. The case was completed with a like device. There were no adverse patient consequences. Additional information was requested.